Event description:
It was reported that upon opening and before using; the inflation of the cuff was checked. The inflation was on pariail around the tube. On adding more than usual water and pressure to the balloon the cuff inflated the full circumference of the tube. However deflation and re-inflation the cuff did not fully inflate again.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during the manufacturing process of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.